Event description:
It was reported the bronchovideoscope had no image. The malfunction occurred during inspection for use and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction: this report was found to be a duplicate of an event already reported in 9610595-2026-10967. Should additional relevant information be received, it will be captured in that report.

Event description:
No additional information provided by the customer.